Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed multiple error codes associated to patient circuit during procedure. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A failure of the distribution board which all pumps are connected to is suspected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the unit is installed since 2011 and a review of the complaint database did not reveal further reported issue related to this heater cooler. Based on investigation results of previous similar complaints and considering the age of the machine involved, it is most likely that the reported event was due to an electrical/electronic failure of the distribution board compromising pump function.

Manufacturer narrative:
H.10: according to livanova field service representative evaluation, the involved unit needs a replacement of boards and bridges. For the excessive costs, it is reasonable to retire the device.

Event description:
See initial report.